Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2102506, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Seven retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting the injector to a sample connector according to the instructions for use. In all cases the product functioned properly, and no issues were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that connector c35-o separated from the injector. The following information was provided by the initial reporter: it was reported the connection between phaseal optima injector and phaseal connector keeps popping out. Verbatim: patient came with disconnected chemo pump. Pump is supposed to run for 24 hours starting yesterday at 12:20 until today also at around 12:20. Per patient at around 23:00 the connection between phaseal optima injector and phaseal connector keeps popping out, she tried to reconnect, even tried to hold the connection herself, and also applied take to keep it connected but to no avail. She finally gave up, stopped the pumps and waited until morning for her d2 appointment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connector c35-o separated from the injector. The following information was provided by the initial reporter: it was reported the connection between phaseal optima injector and phaseal connector keeps popping out. Verbatim: patient came with disconnected chemo pump. Pump is supposed to run for 24 hours starting yesterday at 12:20 until today also at around 12:20. Per patient at around 23:00 the connection between phaseal optima injector and phaseal connector keeps popping out, she tried to reconnect, even tried to hold the connection herself, and also applied take to keep it connected but to no avail. She finally gave up, stopped the pumps and waited until morning for her d2 appointment.